Event description:
It was reported that during a procedure (B)(6) 2012, the left main, proximal left anterior descending (lad), and proximal circumflex arteries were treated as a t-stenting implant using three xience v stents. There was no reported adverse patient effect. On (B)(6) 2012, the subject presented at a different hospital with complaints of chest pain. Angiography and intravascular ultrasound (ivus) revealed in-stent restenosis and a non-abbott balloon dilatation catheter (bdc) and a nc trek bdc were used for kissing balloon technique as treatment. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Stent: xience (2). There were no reported product deficiencies. The reported patient effects of angina, stenosis/restenosis, are listed in the japan xience v everolimus eluting coronary stent system instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. The additional two xience stents, referenced are being filed under a separate manufacturing report numbers.